Manufacturer narrative:
(B)(4).

Event description:
It was reported that lv capture threshold had increased. The patient was seen under flouroscopy and the lead had dislodged. The physician decided to not repositioning the lead. The lead was deactivated by mode reprogramming. The patient's condition is fine after the event.